Manufacturer narrative:
This complaint was submitted under (B)(4). Review of the most recent repair record determined the cutter was confirmed to be producing an incomplete cut.; however, the repair was not completed because the cutter was not repairable and would require replacement. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the mesh was getting stuck on the 3" carrier. No harm, no additional graft, or delay were reported along with the event. An additional device was used to complete procedure and damage to the edges of the mesh were noted; however, graft was usable. Upon inspection it was found that the cutter produced an incomplete cut. No other adverse events were reported as it relates to this event.